Event description:
A pt reported experiencing inaccurate erratiac results with a lifescan meter. The pt's blood glucose results were done within 10 minutes with a difference of 160 m/dl. Pt did not experience any adverse events. No further info has been reported.